Manufacturer narrative:
The faradrive steerable sheath clear was received at boston scientific post market laboratory. Visual inspection of the device confirmed the blunted tip to be damaged and no longer acceptable for use. No other abnormalities or defects to support the difficulty to advance the sheath allegations. A functional evaluation observed the steering knob to be unable to rotate; therefore, dissection of the sheath handle found the friction gasket adhered to the shaft of the sheath and the distal surface of the screw component. The "quality control deficiency" conclusion code was selected for the allegation of "damaged/defective," as inspection confirmed the blunted tip of the dilator to be damaged.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. While attempting to insert the device, it was noticed that the tip of the dilator was damaged. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.